Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed but it was confirmed that reprocessing was not performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The scope was not submerged in cleaning solution. The air/water nozzle was not wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the amount of air/water supplied was insufficient due to the clogged nozzle, the bending angle was insufficient due to the elongation of the angle wire, the angle knob had play, discoloration is observed on the illumination lens, there were scratches on the insertion tube, the curved rubber adhesive was missing, the air/water nozzle was clogged with a foreign object and draining function was reduced, scratches were found on the tip cover, scratches were found on switch 1, the objective lens was discolored, the image had cloudiness, scratches were found on the operation part, the operation part was discolored, there was a scratch on the hardness adjustment ring, scratches were found on the switch box, the suction cylinder was scraped, scratches were found on the operation unit cover, there were scratches on the up/down knob, scratches were found on the up/down angle fixing lever, scratches were found on the right/left knob, scratches were found on the grip, scratches were found on the universal cord, scratches were found on the scope connector side of the universal cord, scratches were found on the scope connector, scratches were found on the scope connector cover, and scratches were found on the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a poor air/water supply. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.